Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. Summary of investigation: the review of the imaging confirm the reported perforation. Furthermore, the review confirm that the filter abuted the duodenum. However, the duodenal wall does not appear thickened and the primary legs do not appear to penetrate the wall of the duodenum. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. In this case no symptoms were reported related to the two filter legs with grade 3 interaction. A root cause for the perforation cannot be determined based on the imaging. Product is manufactured and inspected according specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to study: the primary reason for the filter placement was a current dvt with a complication of anticoagulation. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter tilt, fracture, deformation, or migration. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. The patient was discharged from the hospital the same day taking no anticoagulant or antiplatelet medications. On (B)(6) 2015 ((B)(6) days post-procedure), the twelve month follow-up clinical assessment, ultrasound, abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. Retrieval was not scheduled because the treating physician "did not permit removal of the filter." The patient continued taking xarelto since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. The ultrasound revealed no thrombus in the ivc or right pelvic vein. Thrombus was present in the left pelvic vein and bilateral lower extremities. The abdominal CT revealed no evidence of embolization. A grade 2 filter leg interaction with the ivc wall was noted. External lab analysis of the twelve month follow-up abdominal CT revealed four grade 1 filter legs, five grade 2 filter legs, and two grade 3 filter legs that affected the duodenum. At the time of the 12 month follow-up imaging, no symptoms were reported related to the two filter legs with grade 3 interaction. Patient outcome: no symptoms were reported related to the two filter legs with grade 3 interaction.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description according to study: the primary reason for the filter placement was a current dvt with a complication of anticoagulation. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter tilt, fracture, deformation, or migration. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. The patient was discharged from the hospital the same day taking no anticoagulant or antiplatelet medications. On (B)(6) 2015 (392 days post-procedure), the twelve month follow-up clinical assessment, ultrasound, abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. Retrieval was not scheduled because the treating physician "did not permit removal of the filter." The patient continued taking xarelto since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. The ultrasound revealed no thrombus in the ivc or right pelvic vein. Thrombus was present in the left pelvic vein and bilateral lower extremities. The abdominal CT revealed no evidence of embolization. A grade 2 filter leg interaction with the ivc wall was noted. External lab analysis of the twelve month follow-up abdominal CT revealed four grade 1 filter legs, five grade 2 filter legs, and two grade 3 filter legs that affected the duodenum. At the time of the 12 month follow-up imaging, no symptoms were reported related to the two filter legs with grade 3 interaction. Patient outcome: no symptoms were reported related to the two filter legs with grade 3 interaction.